Event description:
The patient was admitted to the intensive care unit (ICU). The doctor stated that they did not think it was pump related, but because some of their symptoms, such as low blood pressure, they wanted to take the narcotics out of the question. They wanted to program the pump to minimum rate. Three days later, it was reported that the patient was taking cymbalta, seroquel, hydromorphone, novox, xanax, lasix, temazepam, hydrocodone, and ativan. Narcan was also listed, but the nurse thought that this had been given at the emergency room or ICU. The patient reportedly had a history of drug abuse and depression, and it was reported that the patient had abused percocet and hydrocodone historically. The patient had presented to the ER with a urinary tract infection and sepsis. It was also suspected that the patient¿s symptoms resulted from a possible opioid overdose. The nurse thought this was likely caused by self-medicating. The patient was intubated and received mechanical ventilation; however, the patient was no longer intubated as of (B)(6) 2015. A stone had been removed from the patient¿s renal system. Most recently, the patient continued to experience a fever and lethargy, although their renal and hepatic lab values were improving. A healthcare professional (hcp) later reported that sepsis caused the patient¿s symptoms, though it was not device related. The patient¿s outcome was ¿good¿. The pump contained dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).